Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned with the helix found retracted and clogged with blood/tissue. Electrical testing was normal. Visual and x-ray inspections of the lead was also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was not used and was replaced. The patient was in stable condition throughout the procedure.